Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing pocket discomfort and chronic pain. Further, the rv lead was explanted. No additional adverse patient effects were reported.